Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly. The battery had reached normal end of life. The longevity estimate is 7.8 months to eri. According to the trace report the ins reached eri in 6.93 months.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. There was a communication problem. The patient programmer displayed a call your doctor icon or communication screen. They saw a poor communication screen or elective replacement indicator (eri) with the physician on the screen. It was noted that the patient had to turn or change batteries to connect and was changing batteries more than they should have to. They were able to connect after doing this. It was noted that the pain device was not working. It was later noted on (B)(6) 2015 that the patient programmer was working fine and that the battery was in eri. It was considered to be an early eri. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their first device only lasted about a year. It was noted they wanted to know what happened. It was stated their first device stopped working in (B)(6) 2015. The consumer had since been implanted with a rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.